Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: during a lung lobectomy, the stapling with endo gia ultra was ineffective on the "part that was left" on the side of the lung (lung that was left in the pt). The white sulu (2.5mm) used did not work and did not completely empty out, which did not make sufficient hemostasis and aerostasis. Moreover, the handle jammed. The physician had to make a thoracotomy and suture the side of the lung that was left.